Event description:
At about 5 years and 11 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28-oct-2024: lot 180329: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-10. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 28-oct-2024: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 182614: (B)(4) items manufactured and released on 26-jul-2018. Expiration date: 2023-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: masterloc 01.39.206 cementless ti coated lat stem size 6 (k151531) lot 177969: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.